Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/15/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty unopened samples that pertain to the product code sxpp1a406. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The needle-suture combinations were placed correctly. The sutures were dispensed without problems and examined along the strand and no anomalies on the barbs could be observed. The fixation tab was intact in all samples. In addition, the suture was passed through a tissue simulator and was observed to be holding tight. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. On the morning , the patient was sutured at the surgical site. The doctor took out the suture and found a defect at the end of the stuck line, which could not fix the starting point of the suture, resulting in the inability to suture and the failure of the suture. This event led to an extension of the patient's surgical time. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: quantity to be returned should be 20 . Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Other information requested is not available. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.